Event description:
Updated summary: customer's attorney reported that customer had a low blood glucose on june 30, 2021 and lost consciousness. Customer gave himself insulin 24 hours prior to the claimed event with the anticipation that he would be eating french fries but he went to the barber and never ate the fresh fries. At the barber shop, customer had the low and lost consciousness. Paramedics were called and they took him to the emergency room. A low blood glucose of 26mg/dl was taken on the way to the emergency room at 18:28. Customer was given oral glucose to treat the low. Customer alleged possible clear retainer ring damage and over delivery (not under delivery). Pump was used within 48 hours of the low. Auto mode was used. Customer will discontinue the pump. Pump is to return under case-(B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced retainer ring damage and a possible under delivery that caused the customer to suffer personal injuries. Medtronic legal received information from the attorney of the family on september 13, 2024. The customer was treated in emergency room/emergency medical service. The customer reported a blood glucose value of 26 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with glucose/carb intake, ems/ambulance/ER visit. The event involved product(s) mmt-1780kl, mmt-332a, unomedical. Troubleshooting was not performed. The reporter alleged that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, were considered potentially within the scope of the report pending confirmation of the affected serial number(s). When and if the affected serial number was identified, all related reports will be updated accordingly. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1780kl. No product return is required for mmt-332a. No product return is required for unomedical.